Event description:
It was reported by the patient's daughter that no remote monitoring transmissions were being received by the clinic. It was noted that there was an incorrect setting on the device causing remote monitoring transmissions to fail. The patient will be brought into the clinic and the device will be reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.